Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reze0774 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that PICC was allegedly malpositioned contralaterally during CT scan. - reportedly, scout scan was done before CT scan and confirmed that PICC tip was in right location (cavoatrial junction). - powerpicc was used for CT scan and allegedly, malpositioned during scan. - over course of next 3 days, PICC nurses reportedly used various flushing techniques to get PICC back to proper position; allegedly, got PICC to go back down svc. - reportedly, PICC nurse confirmed CT won&#38176;use the PICC for anymore CT scans.